Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 350 mg/dl. The customer was admitted to the hospital. The customer stated that she could not breathe. The customer cause of emergency room visits as per health care provider is copd and bronchitis. The customer was in IV drip and has been on breathing treatments and oxygen and was in kidney renal failure. The customer was wearing the pump at the time of emergency room visit. The customer did not wish to troubleshoot the device. The customer want the device replaced. The customer was advised that the pump will be replaced.